Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 257 mg/dl and had an elevated heart rate. The bg level was lowered using another pump. As the cartridge had been removed from the pump, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.